Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the high/low glucose alarm did not trigger from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who diagnosed them with hypoglycemia. The customer received unspecified treatment (customer could not recall details) and no further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the high/low glucose alarm did not trigger from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who diagnosed them with hypoglycemia. The customer received unspecified treatment (customer could not recall details) and no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. A visual inspection was performed and no physical damage was observed on sensor patch. No issues were present. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.